Manufacturer narrative:
Device not accessible for evaluation.

Event description:
It was reported by the customer that the power load is catching on a frame support, causing it to snag and ¿pop¿ loose while in use causing the fastener to no longer facilitates proper cot operations during loading/unloading. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.